Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device broke at the collar. The 88% stenosed target lesion was located in the severely calcified right coronary artery. A guidezilla¿ guide extension catheter was selected for use. During procedure, the distal part was able to enter the patient's body; however, the collar became fractured. All parts of the device were removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip were microscopically and tactilely inspected. Inspection revealed a partial separation at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the fracture occurred before the collar when the device was advanced to the lesion. Then, the whole device was removed from the patient's body.